Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint. Fse performed universal surgical manipulator (usm) replacement diagnostic test environment (dte) workflow and preventative maintenance usm dte workflow per isi procedure. All dte verification passing without recalibration needed. All usm dte workflows completed without issue. Fse test drove system per isi procedure and verified intuitive motion on all usms. No parts were replaced. System tested and verified as ready for use per isi procedure and customer informed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical support engineer (tse) that the surgeon was experiencing "arm 4 is going forward more than intended." Tse asked if they were referring to guided tool change, but the customer was unsure. Tse reviewed system logs but did find any errors on universal surgical manipulator (usm) arm 4. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the movement had both uncontrolled motion and imprecise motion. The usm was not disabled and the procedure was completed with all 4 usms. The issue occurred with the surgeon's head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument. The movements of the surgeon scaled appropriately to the instrument. The instrument moved forward which was intended by the surgeon but did not stop and continued in a forward direction. The timing of the instrument movement was appropriate to the surgeon's command and there was no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference nor was there any external collisions. The issue was intermittent. The drape was repositioned, and the instrument was replaced with a new one, no patterns were detected. The reporter does not know how the issue was resolved or have the lot number of the drape. The drape is not available for return. There was no injury to the patient. The system was inspected prior to use and nothing out of the ordinary was found. The instrument is not available for return to isi.